Manufacturer narrative:
Complaint received 12/29/2020. It was reported that on (B)(6) "2019", "the tip end (renewal reprocessed dyonics single-use straight blade) broke while using during a procedure. Surgeon was able to retrieve the broken part. No harm to patient was originally reported." Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "the tip end broke while using during a procedure. Surgeon was able to retrieve the broken part."